Event description:
It was reported that occlusion alarms occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer was advised to change out the cartridge and supplies to resume insulin delivery. There was no adverse impact to customer¿s blood glucose level.